Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2020). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy procedure the device allegedly self activated. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. During functional testing the cannula of the device fired automatically. An x-ray showed insufficient cannula tang engagement and upon disassembly it was noted that the right bumper was bent and overlapped by the stylet spring. Therefore, based upon the cannula firing automatically the investigation is confirmed for cannula self-activation. The bent and overlapped right bumper is the most likely root cause of the reported and identified self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during an ultrasound-guided breast biopsy procedure in normal density tissue, the device allegedly self activated outside of the patient. It was further reported that another device was used to complete the procedure and no coaxial was used. There was no reported patient injury.